Event description:
It was reported that a patient presented to clinic for follow up with dizziness, the atrial lead exhibited noise over sensing resulting an inappropriate mode switch and pacing was inhibited. The noise was reproducible with isometric exercises. Programming change was performed. On (B)(6) 2025, the atrial was capped and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for right atrial (ra) lead revision due to excessive noise. It was noted that the patient experiences dizziness and lightheaded. The noise was over sensed and caused inappropriate mode switch. The programming changes were made and later, the lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.